Event description:
It was reported that the user experienced a leaking site and repeatedly announced consecutive meals to correct blood glucose, sometimes selecting conflicting meal size options, which resulted in an excessive insulin effect and a recorded blood glucose of 43; the issue involved improper or incorrect procedure or method and pertained to user interface interactions. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem was identified involving failure to follow instructions related to meal announcements and sizing via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.